Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose ranged from 200-250 mg/dl.